Event description:
It was reported that replace sensor now message occurred. The sensor was inserted into the upper buttocks on (B)(6) 2022. Data was evaluated and the allegation was confirmed as an early sensor expiration was confirmed. The probable cause was determined to be potential patient misuse which led to an early sensor expiration. The reported event of a replace sensor now message is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).